Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "change out frequency does not match urine output". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:"2, accessories closed drainage bag". The device was not returned.

Event description:
It was reported that it was difficult to drain urine which was accumulated in the drainage bag.